Event description:
It was reported that this implantable cardioverter defibrillator eroded through the patient skin. This device was explanted and is scheduled to be replaced. No additional adverse patient effects were reported.